Event description:
The pt was implanted with a left ventricular assist device (lvad). During implantation there was bleeding noted from outflow graft requiring re-anastomosis of the graft, the outflow graft was reinforced with coagulating agents and wrapped with additional graft at site of bleeding.

Manufacturer narrative:
The implant was successfully performed and the pt remains ongoing and continues on lvad support. The wasted portion of the outflow was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The evaluation of the returned sealed outflow graft (graft) did not confirm a device related cause for the reported bleeding. An approximately 1.75" section of the graft was returned for evaluation. Neither end of the graft showed suture holes to indicate that the graft segment had been used. In addition, further examination of the graft did not reveal any tears, holes or other defects that could have contributed to the reported bleeding. The cause of the reported bleeding could not be determined. The patient remains ongoing on lvad support and no further issues have been reported. Although a root cause for the reported event could not be determined, the device¿s approved labeling lists bleeding as an adverse event that may be associated with the use of the left ventricular assist system (lvas). The device¿s labeling also addresses the preparation and implantation of the sealed outflow graft and provides information regarding blood leak diagnosis. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.